Event description:
It was reported that during a pta treatment procedure to dilate a 90% stenosis lesion in a arteriovenous fistula, the balloon would not inflate. Five unsuccessful attempts were made and upon removal of the catheter, the physician noticed a leak in the push assist coil of the shaft. A new sasuga balloon catheter was used and the procedure was successfully completed. The pt was asymptomatic during this event. No pt injuries or complications were reported. The pt status is reported as 'good'.